Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) would not power up normally. The last patient to use the charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) is underway. Upon investigation the battery charger/modem failed a flash programming test. The flash failure was caused by defective flash memory chips u102 and u105 on c/a board sn (B)(4). The root cause of the flash failure is currently under investigation. No adverse event resulted from the defective flash memory. The last patient to use this battery charger/modem did not report any deficiencies.